Manufacturer narrative:
The reported complaints of "the autopulse platform (s/n (B)(4)) continuously made a clicking sound upon powering up" and "the lcd screen was blank" were confirmed during functional testing. The root cause of the reported complaints was the defective processor board, likely due to a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. The autopulse platform failed functional testing as the platform made a clicking sound after powering on, and the lcd screen was blank; thus, confirming the customer's reported complaints. Investigation revealed that the processor board was defective, and it was replaced to remedy the faults. A review of the autopulse platform archive could not be performed because the archive data could not be recovered. The root cause was due to the defective processor board not booting up. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During training, the autopulse platform (s/n (B)(4)) continuously made a clicking sound upon powering up. In addition, the lcd screen was blank. The lifeband was replaced, and the autopulse was tested with 3 different known good batteries; however, the issues persisted. As per the customer, the green start/continue and orange stop/cancel buttons worked as intended. No patient involvement.